Event description:
It was reported that noise was observed on the right atrial (ra) lead. Lead provocation testing was performed and the noise was not reproducible. No additional intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.